Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument did not respond properly to the surgeon commands. Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained the following additional information: the vse instrument tip moved with reversed control. When the surgeon was trying to move the instrument tip up, it went down. The procedure was completed using a backup instrument with no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the main tube tabs no longer mating with the tube adapter of the instrument's distal clevis. The tabs appeared to be bent and could easily slide out of the adapter pockets once the distal clevis was rotated while holding the main tube steady. Since the clevis can move independent of the main tube due to this disengagement, the grip tips would no longer follow the master tool manipulator commands. The instrument passed the knife slot check (0.029") and the ceramic dot verification. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information from failure analysis (fa) confirmed the vessel sealer extend instrument failed the intuitive motion test (opposite motion). The instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. There was opposite movement output to what the hand motion was being experienced at the master tool manipulator (mtm).

Event description:
Refer to h10/h11 for follow-up information.